Event description:
The customer reported to philips healthcare that the "battery is completely discharged and upon connection of power supply it is not charged" on the heartstart mrx. There is no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.